Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-02 from the health care provider (hcp) reporting that the cause of the settings changing was not known. The adaptive stimulation was turned off to troubleshoot the issue, the patient was also instructed to check the device settings after charging to make sure the device did not kick off. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that their ins is turning off by itself every 3-4 days. The patient stated that she has two programs programmed, one at 2.0 and the other at 2.4, and every 3-4 days she notices that her feet start to hurt again and when she checks her ins both of programs are down to 0.0. The patient stated they tried resetting her controller, but that did not resolve the issue. The patient was redirected to their healthcare provider (hcp) to have their ins checked out. The patient also stated that there were not falls or trauma. No further complications were reported. No additional patient symptoms were reported.